Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that the patient experienced lightheadedness and also noticed during threshold testing that this is the feeling they experience when loss of capture occurs. When checked in the clinic, complete loss of capture occurred with pocket manipulation. The right ventricular lead had switched to unipolar and low impedance readings were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.